Event description:
It was reported that the patient had a lot of problems with the pumps. The patient was very tiny. Several times, the pumps migrated and needed to be repositioned or removed. The patient had ¿a good 25 surgeries¿. The patient stated that in spite of the problems, the pump helped her; it worked. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
(B)(4).